Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stat team experienced issue with two separate 25mm needles upon insertion. They were unable to remove the stylet and access the site. The patient's condition was reported as fine.

Event description:
It was reported that the stat team experienced issue with two separate 25mm needles upon insertion. They were unable to remove the stylet and access the site. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. The vendor certificate of compliance could not be reviewed as the product lot # was not reported. The complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed.